Event description:
Submitted by patient: "on (B)(6) 2026 I had replacement of my right hip. This was uneventful. As part of my rehab the pa had recommended use of a "sam" unit or "sustained acoustic medicine" to start 14 days after surgery or (B)(6). I waited until (B)(6) (16 days) to try the unit I used it for 1 hr and felt no effect, so I tried for 4 more hours (total of 5). After the 4 hr period I tried to stand up and immediately felt something was wrong; my thigh was swollen and painful. I contacted my doctor the next day, ultimately, I has a second procedure to replace plastic parts and clean out the hip. The lab reported e. Coli infection resulting 6 weeks of home IV antibiotics and 6 months of home oral antibiotics. Reviewing the precautions, I realize I violated the 4 hour max per site recommendation; however, the bleeding is more likely to use of blood thinners (coumadin) due to prior blood clots. The instructions talk about "precautions due to hemorrhagic diatheses" which is insufficient to educate people using blood thinners with recent surgery. In addition, precautions talk about " over areas where a metal prosthesis or other metallic implants are embedded..." How is a patient to know the line of demarcation of where the metal is/is not? There is also a precaution regarding "... Impairment of sensation..." The surgery cut cutaneous nerves and created a numb area on my thigh, once again should this device be used after surgery?"

Manufacturer narrative:
A complaint was received reporting that a patient used the low-intensity therapeutic ultrasound device following hip replacement surgery and subsequently experienced postoperative bleeding and an escherichia coli (e. Coli) infection. The patient reported being prescribed anticoagulant therapy and attributed the bleeding to the anticoagulant medication. The patient also reported using the device for approximately five hours, which exceeds the labeled maximum recommended treatment duration of four hours. The available information was reviewed to assess whether the reported events could reasonably be attributed to the device. No information was provided indicating a device malfunction, failure to meet specifications, or unexpected device performance. The device history record was evaluated and there were no anomalies noted. The device was evaluated and functioned according to specification. Based on the available information, the device functioned as intended. The reported postoperative e. Coli infection occurred following hip arthroplasty, a surgical procedure with an established risk of postoperative infection. There is no information suggesting the therapeutic ultrasound device introduced the infection or otherwise caused or contributed to the reported infectious process. No known mechanism was identified by which a properly functioning external low-intensity therapeutic ultrasound device would cause an e. Coli postoperative infection or the reported associated swelling. With respect to the reported bleeding, the patient reported being on anticoagulant therapy and attributed the bleeding to the anticoagulant medication. The patient also reported using the device for approximately five hours, exceeding the labeled maximum recommended treatment duration by one hour. While this represents use outside the labeled instructions, an additional hour of treatment is not expected to introduce new or increased risks beyond those identified in the device risk analysis, and there is no evidence that the extended treatment duration adversely affected device performance or contributed to the reported bleeding. Based on the available information, the extended duration of use is not considered likely to have contributed to the reported event. Based on the information available, the reported bleeding and postoperative infection are most consistent with clinical events associated with the patient's underlying medical condition, recent surgical procedure, and anticoagulant therapy rather than the performance or use of the therapeutic ultrasound device. The device labeling, including the contraindications, warnings, and precautions contained in the user manual, was reviewed as part of this investigation. The language and context of the existing contraindications and associated labeling are considered adequate to communicate the intended safe use of the device, including use in patients with conditions that may increase the risk of adverse clinical outcomes. Based on the available information and the findings of this investigation, no deficiencies in the current labeling were identified, and no changes to the contraindications, warnings, precautions, or instructions for use are considered warranted. The complaint will be documented and maintained in accordance with the manufacturer's complaint handling procedures. Should additional information become available that materially changes the assessment, the complaint will be reevaluated as appropriate.